Manufacturer narrative:
The actual device was not returned to the manufacturing facility for evaluation. The investigation is currently ongoing. A follow up report will be submitted once the investigation is complete. For this reason, evaluation code has been referenced in the conclusions. A review of the device history record of the product code/lot# combination was conducted with no relevant findings. A search of the complaint file did not find any other report with the involved product code/lot# combination. All available information has been placed on file in quality assurance at the manufacturing facility for appropriate tracking, trending and follow-up.

Event description:
Terumo medical received mw5072004 on (B)(6) 2017 that reported the following information: "neuro intervention via right common femoral artery. Angioseal deployment failure. Collagen plug mal-positioned. Vascular surgery consulted and patient taken to operating room for removal of angioseal, repair of right common femoral artery." Additional information was received 10/2/2017: patient demographics: (B)(6) year old female. Minimal bleeding experienced (approximately 30ml). Patient recovered post-surgery.

Manufacturer narrative:
This report is being submitted as follow up no. 1 to provide the completed investigation results. The actual device was not returned for evaluation. No evaluation could be conducted due to the device not being returned. There is no evidence that this event was related to a device defect or malfunction. With no device return the exact cause of the reported event cannot be definitively determined. All available information has been placed on file in quality assurance at the manufacturing facility for appropriate tracking, trending and follow-up.